Event description:
It was reported that while not in patient use, a ventilator entered an inoperative condition. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The customer support engineer (cse) evaluated the ventilator and verified the reported issue. The cse replaced the breath delivery (bd) central processing unit (cpu), which resolved the reported issue. The ventilator passed extended self tests (est), short self tests (sst), performance verification tests (pvt), and all performed calibrations.